Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was returned for analysis. The unit was received in good condition with no visible damage or defects observed. The mdu-5 was tested meets specifications for functionality. The unit underwent a continuous burn-in overnight without any failures observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID # 2134265-2013-08012 and 2134265-2013-08013. It was reported that automatic pullback failure occurred. During procedure, it was reported that the motor drive unit was not pulling back. The display appears normal and sled was recognized. Manual pullback was performed to complete the procedure. No patient injury or complications reported and the patient's status was fine.